Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a pedimag pump was not able to be properly seeded into the motor. The screw was all the way in (down). This was an experienced operator placing the pump into the motor. The operator used a different pump and was able to properly seed the pump into the new motor.